Event description:
White port of the hickman catheter ruptured. F/u indicates that IV team had to fix this catheter twice, once to declot the white port and once to fix the rupture. The opinion of the IV team is that the rupture occurred because the rns on the floor did not properly clear the white port following protocol and it most likely clotted again.